Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed other functional testing. However, the insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, cracked case at a display window corner and a missing end cap sticker.

Event description:
It was reported that the customer had an increase in no delivery alarms on the insulin pump. Troubleshooting was performed and it was determined that the alarms occurred during priming. Customer was not experiencing the alarm during the time of the call. Customer was advised it would be best to troubleshoot during the alarm, however, most of the time, alarms during primes occur due to incorrectly attached p-caps to reservoirs. Customer was advised how to resolve the issue. Customer understood and would call back once issue was resolved. No additional information provided.